Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of automatic mode switch caused by atrial lead noise. The atrial lead noise was inducible with isometric tests. No programming changes were made. The patient's condition was good before, during, and after device interrogation. The patient will continue to be monitored.